Manufacturer narrative:
E.1.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap (pull ring) of a homechoice cassette fell off after opening the pouch. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation with all original caps attached to the connectors. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be confirmed nor refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.